Event description:
The customer states that when they were performing the op check the defibrillator did not power up. The customer also verified the defibrillator did not power up. The customer also verified the defibrillator did not power up with ac power applied or with battery power applied.

Manufacturer narrative:
(B)(4). The customer states that when they were performing the op check the defibrillator did not power up. The customer also verified the defibrillator did not power up with ac power applied or with battery power applied. A philips field svc engineer evaluated the device and verified the failure. The power pca w/o pacing and the battery pca were replaced to resolve the issue. We cannot determine the exact cause of the failure as multiple parts were replaced.